Manufacturer narrative:
Results - visual inspection of the cartridge showed evidence of surgical residue and the tip was split. Conclusion - (no conclusion can be drawn): the root cause of this event cannot be determined because the lens was not returned.

Event description:
The surgeon implanted a collamer lens model cc4204bf and the sfc-25fp cartridge, lot number 01192711, split making the delivery of the lens difficult. The lens was implanted, and there was no pt injury. The facility did not specify the serial number of the lens. An msi-pf injector was used, but the lot number was not provided.